Manufacturer narrative:
Concomitant medical products: product ID: 3057, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). Patient thought one of their leads moved because they felt stimulation in a different area after adjusting their stimulation. As a result of what was reported, they were redirected to their healthcare provider (hcp). Two days later, patient mentioned one of their leads moved. They spoke with their sales representative (rep) who said they could change sides, but the patient declined at the time. No further patient complications have been reported as a result of this event.